Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated errors for disabled valves, control and communication errors. The service engineer replaced the breathing control printed circuit board (pcb) according to the recommendations in the service manual. The software was updated and pre-use check passed. Logs were downloaded before software update, but were somehow corrupt. No part was returned despite reminders. If a defect related to the reported technical error codes appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. Because no faulty part was returned and no readable device log files were received, the problem could not be confirmed or a root cause identified.

Event description:
It was reported that the ventilator generated errors for disabled valves, control and communication errors. There was no patient harm. Manufacturer ref.#: (B)(4).